Event description:
It was reported that the patient underwent a surgical procedure because this inflatable penile prosthesis (ipp) was not working properly due to the pump body could not rebound. A surgical procedure was performed in which the pump was removed and replaced. No patient complications were reported.

Manufacturer narrative:
Upon receipt at our quality assurance laboratory, this inflatable penile prosthesis (ipp) underwent a thorough analysis. The pump was microscopically inspected, leak and functionally tested. Functional test revealed that the pump did not pass activation tests. Based on analysis results, the activation issues in the pump could have caused or contributed to the inflation issue; therefore, a conclusion code of caused traced to component failure was assigned to this investigation.

Event description:
It was reported that the patient underwent a surgical procedure because this inflatable penile prosthesis (ipp) was not working properly due to the pump body could not rebound. A surgical procedure was performed in which the pump was removed and replaced. No patient complications were reported.